Event description:
It was reported that the pt had a micl12.6 implantable collamer lens implanted in the left eye in 2009. As part of the study, the pt reported that she was experiencing a halos around lights at night. Further info requested but not yet forthcoming. Any additional info will be submitted by a supplemental. See MFR report # 2023826-2009-00984 for the right eye.

Manufacturer narrative:
Evaluation: results: a work search was conducted and there was no similar complaints found.